Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported possible over delivery of insulin from their insulin pump. Blood glucose reading was 29 mg/dl, and was treated with food. The customer was assisted with troubleshooting. The drive support cap appears normal. During troubleshooting, the customer stated that they were not able to upload to carelink and during the last set change, insulin was dripping from the end of the set. The reservoir and the pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, a21 error test, displacement test, basic occlusion test, occlusion test, prime or a33 test, rewind test, excessive no delivery test and displacement accuracy test. Device passed the delivery accuracy test at 0.0877 inches. The test minilink transmitter with the glucose sensor simulator and the test blood glucose meter communicates properly to the insulin pump.